Manufacturer narrative:
(B)(4). Approximate age of device ¿ 52 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had multiple admissions due to gi bleeding. The first admission was on (B)(6) 2015; there were no active signs of bleeding found and the patient was discharged on (B)(6) 2015. The second admission was on (B)(6) 2015, where arteriovenous malformations (avms) were found and cauterized, and the patient was discharged on (B)(6) 2015. The third admission was on (B)(6) 2015, when avms were found again and cauterized, and the patient was discharged on (B)(6) 2015. The patient is currently doing well with no further issues of gi bleeding.